Event description:
A 68-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure was informed that the patient experienced scalp pruritus that worsened following initiation of optune gio therapy. The patient consulted a healthcare provider, who prescribed an unspecified medication for the event. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Note: manufacturer date of the additional device (B)(6) is march 23, 2022; UDI: (B)(4).